Event description:
Silicone gel implants in 1978. These were co 200cc silicone gel implants. The pt had done very well. She was noted to have ruptured implants on mammogram in 11/93. Th pt has felt symptoms. She has some fatigue, but very mild and arm myalgia and finger pain which only occurs when fatigued. The primary indication for removal is rupture.